Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Used a 4f stiff micro-stick w/nitinol guidewire to access a fistula in the patient's right arm. The floppy tip of the nitinol wire snapped off and was unable to be shared/removed from the patient's arm. Patient was sent tot he hospital to have it removed.